Event description:
A regulatory authority consumer complaint coordinator reported that a consumer had telephoned the agency on behalf of the pt who had used a thermacare pain relieving heartwrap, neck wrap for the first time, applying it to their shoulder and neck area for 8 hours in 2004. The product caused a severe burn on the day of use and pt went to the emergency room where pt received unspecified treatment and was sent home. The burn worsened and spread to their hariline and neck. Pt was admitted to the hosp on two separate occasions, last known admission was in 7/2004. Pt died 20 days later. The consumer said that the death was a result of the burn caused by the heat wrap.